Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running but was not delivering. They stated that the pump "was idle" but indicated it was running and did not alarm. Mmd did follow up with the initial reporter, and they stated that the patient had not experienced any adverse effects due to the complaint. No additional information was provided. [(B)(4)].